Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix partly retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm dislodgement observation. The lead tip and helix appears intact and undamaged.

Event description:
Boston scientific received information that this right atrial lead was unable to be successfully implanted. Upon initial placement the lead dislodged from the heart tissue. Afterwards, the helix was unable to be successfully extended or retracted. The lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.